Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the ins/therapy wasn't doing anything and that the ins needed to be reprogrammed. Pt said that once in a while they would feel a little vibration in their thighs but that was all. Agent redirected patient to healthcare provider to further address the issue. When asked for the event date, patient said that it was probably right after they got the device. Pt said that they had the ins turned off since they had to get a MRI in the hospital and then the ins was turned back on last friday. Patient stated a couple days ago they felt stimulation for about 15 seconds and then it stopped but it wasn't even the area that they wanted stimulation. Patient said that's the only time the stimulation has ever worked and they want to tell their doctor to rip the implant out. Patient mentioned they have an upcoming appointment with their doctor so they can give it one more try but otherwise they are done. Patient also mentioned they've been in pain for probably a couple years and the stimulator has not helped with that pain. Patient voiced frustration. Patient stated that they never read the manual and still need to download it; agent attempted to offer to order the manual for the patient but patient rejected offer. Agent offered to go through troubleshooting to try and adjust the intensity with patient but patient declined due to upcoming appointment. When asked for an event date; patient noted that the issue started probably a couple years ago. Patient was slightly escalated through the call. The patient was redirected to their healthcare provider to further address the issue. The patient repeated they are in a lot of pain in their back. Caller stated they don't know if the stimulation is turned on or not. .

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.